Manufacturer narrative:
Internal report reference number: (B)(4) . Pen needles were not returned for evaluation. Note: manufacturer unable to contact customer in follow-up call to ensure the replacement products resolved the initial concern - customer declined to provide his telephone number.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that some of the 32g pen needles were discolored at the base of the needle. Customer also stated that 6 out of 8 pen needles did not dispense the insulin. The package had not been open or damaged when received by the customer. The customer has been using the pen needles for a few days. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 19-jun-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from ¿(B)(4) h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship returned product to the manufacturer due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.